Manufacturer narrative:
A complete lead was returned in one piece measuring 86.5 cm. Analysis was normal. No lead problem found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. X-ray's were ordered where it was revealed that the left ventricular (lv) lead had dislodged. The lead was explanted and replaced on (B)(6) 2020. The patient remained in stable condition.